Manufacturer narrative:
The customer reported a leak from the transfer bag component of the cord blood transfer/freezing bag set, after the centrifugation step of cord blood processing. The end-user had reported that 3 in 10 transfer bags became broken on the side. Examination of the photographs confirmed the customer's report. However, the detail in the photographs was insufficient to provide information regarding the way in which the damage might have occurred. A review of the device lot history record for the manufacturing lot reconfirmed that the lot met all specifications for product release; no discrepancies were documented during manufacturing. During manufacturing flat seal measurements on samples taken during manufacturing process ranged between (B)(4) of an inch; all measurements were found to be according to product specification; therefore the bag breakage does not appear related to the (B)(4) welding process. Process controls were in place and there is an in-process inspection to test two mandrel indexes every day for leakage. A process review was conducted and did not detect any stage at which the damage observed could have been induced. Since the customer reported uneventful use of the device until the centrifugation step or processing, it appears likely that the bag damage was related to external conditions during centrifugation. Summary: the user report was confirmed. A specific cause could not be assigned. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that a laboratory technician in a cord blood processing facility discovered on several occasions that the processing bags, components of the transfer-freezer bag set device were broken on the side after they were centrifugated.